Manufacturer narrative:
Ge healthcare is unable to provide the rescue data from the AED. Cardiac science is contacting the user facility to obtain the rescue data and additional information about the event.

Event description:
Ge healthcare informed cardiac science of an event that occurred with a responder AED pro that was manufactured by cardiac science. The following event description was provided by ge healthcare: "patient in cardiac arrest. Immediate support by medical team. Call the resuscitator. Massage/ ventilation / the semi-automatic defibrillator (sad) put in place. A ventricular fibrillation was detected by sad. Shock was required. At time to electric shock the device didn't detect the shock and indicates that no external electric shock is required but the resuscitator in place confirms on the ECG curve a ventricular fibrillation requiring an external electric shock. The manual shock which can be activated has not been used (sad with disengageable manual mode). Use of external paddles of the resuscitation defibrillator. Massive cardiac arrest. Immediate support. Team was present during the cardiac arrest. Adequate actions and compliant with the procedure. This sad has been put in service in (B)(6) 2008. The last annual preventive maintenance was done september 14th, 2017. Death of the patient. For the resuscitator in place and the unit's senior doctor, the malfunction didn't impact the prognosis. The replacement material was put in place properly." The electrodes used during the rescue were not kept and the hospital's biomedical department took possession of the AED following the event.

Manufacturer narrative:
The customer was contacted and sent the AED to a cardiac science distributor in (B)(4) who downloaded and forwarded the rescue data file to cardiac science in the united states for evaluation. The customer also provided additional information about the event. Cardiac science technical and clinical staff, including the medical director, reviewed the data and concluded the AED used in the rescue operated as designed. The AED correctly diagnosed each analysis period and prompted the appropriate therapy. Although in each analysis period the AED started a charge, it canceled the charge after more ECG data was analyzed and correctly categorized the patient's rhythm as nonshockable and advised no shock. Following each rhythm analysis the AED prompted CPR sessions as programmed according to current CPR/AED guidelines.

Event description:
Ge healthcare informed cardiac science of an event that occurred with a responder AED pro that was manufactured by cardiac science. The following event description was provided by ge healthcare: "patient in cardiac arrest. Immediate support by medical team. Call the resuscitator. Massage/ ventilation / the semi-automatic defibrillator (sad) put in place. A ventricular fibrillation was detected by sad. Shock was required. At time to electric shock the device didn't detect the shock and indicates that no external electric shock is required but the resuscitator in place confirms on the ECG curve a ventricular fibrillation requiring an external electric shock. The manual shock which can be activated has not been used (sad with disengageable manual mode). Use of external paddles of the resuscitation defibrillator. Massive cardiac arrest. Immediate support. Team was present during the cardiac arrest. Adequate actions and compliant with the procedure. This sad has been put in service in september 2008. The last annual preventive maintenance was done september 14th, 2017. Death of the patient. For the resuscitator in place and the unit's senior doctor, the malfunction didn't impact the prognosis. The replacement material was put in place properly." The electrodes used during the rescue were not kept and the hospital's biomedical department took possession of the AED following the event.